Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the year prior to the call, she was hospitalized due to diabetic ketoacidosis. The customer also reported that she almost went into diabetic ketoacidosis several times during the previous year. The customer stated that before she went to the hospital, her blood glucose level was over 400 mg/dl and she felt woozy. The customer reported that she could not get her blood glucose level below 280 mg/dl after treating with the insulin pump and manual injections. Customer reported that the following morning, she began to vomit and called paramedics. The customer declined troubleshooting for high blood glucose levels and stated that her transmitter had not been working since 2013. The insulin pump was not replaced or returned for analysis.